Event description:
Device 3 of 3. Reference MFR report #s 1627487-2012-00213 and 1627487-2012-00299.

Manufacturer narrative:
Evaluation results: the extension was returned severely twisted and compressed with all broken wires. The severe damage from the twisting the extension eventually broke all the wires in the lead segment. The damage observed is consistent with the overstress the lead was subjected to while implanted. No electrical testing was performed due to the broken wires observed of the extension. A lab lead was fully inserted and secured inside the header without any issues. This device is not marketed/approved in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.